Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent delivery system in the original packaging with no other devices. The packaging and the sterile pouch were inspected for damage. The outside packaging seal was broken. When the packaging was opened and the inner pouch was taken out, it was noticed that one corner of the pouch was opened. There was evidence that the seal was sealed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
A 8mm x 40mm x 75cm innova¿ stent was selected for use in a right superficial femoral artery. While unpacking the outer box, a clinical engineer noted that a section of the sterile bag had been unpacked already. The procedure was completed with a 8mm x 40mm x 130cm innova stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
UDI=(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
A 8mm x 40mm x 75cm innova¿ stent was selected for use in a right superficial femoral artery. While unpacking the outer box, a clinical engineer noted that a section of the sterile bag had been unpacked already. The procedure was completed with a 8mm x 40mm x 130cm innova stent. No patient complications were reported and the patient status is good.